Event description:
The procedure involved the use of the device for a procedure not indicated in the product labeling. The patient has since expired due to post-op complications.

Manufacturer narrative:
The sample has been returned to arrow. Co's examination of the returned device found that the basket tip, basket cap, and distal 1/4" of the basket wires were not returned. The basket appeared to have been cut; possibly occurring during the surgical removal. In addition, the proximal portion of the device was not returned. No other conclusions can be drawn.